Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the bottom arrow button was unresponsive. The device will be returned for analysis.

Manufacturer narrative:
Device was received with an unresponsive back button that was isolated to the keypad. Unable to perform the displacement test and self test due to unresponsive keypad.